Event description:
It was reported that customer experienced repeated occlusion alarms, which led to very high blood glucose, ketones, emergency room visit, and hospital admission including time in intensive care unit (ICU) on (B)(6) 2026. The customer's bg was displayed as "high," and reported at 400 mg/dl. Customer was treated in the ICU with intravenous fluids of saline and insulin in hospital, which resolved high blood glucose. The customer was released (B)(6) 2026 with no permanent damage. Customer changed the pump supplies and resumed insulin delivery to resolve the occlusions.